Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the second implant was in two pieces in the shaft. The first implant had been deployed and when the surgeon went to deploy the second, it was seen to be in two pieces. It was not deployed. The first implant was secured and another ar-4500 was used to complete the case.